Event description:
A customer reported that the probe on the ortho provue analyzer dripped fluid into mts diluent 2 plus during testing. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer discontinued the use of the instrument, preventing erroneous test results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) contacted the customer via phone and discovered the connections from the fluidics system wash / waste bottle was not seated properly. The customer re-seated the wash / waste bottle tubing returning the analyzer to expected operation. Product labeling instructs the customer of the proper method for waste container maintenance. Incident occurred as a result of customer error. No malfunction of the analyzer could be identified.